Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product. Additionally, the certificate of death was provided indicating the immediate cause of death was cardiopulmonary arrest and underlying cause was end stage renal disease.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2014-00319 and 1225714-2014-00320. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced sudden cardiac arrest and sudden cardiac death.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR's #1225714-2014-00319 and 1225714-2014-00320.